Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that a drawer issue had occurred. A field service engineer was unable to reproduce the issue, but it was reported that the problem had been occurring periodically. The matrix controller was replaced, as this component had been identified as the most common point of failure for similar drawer issues. The device was tested using the hardware test application, and the customer completed additional testing to confirm functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the customer experienced a drawer issue related to the lorphase2 pyxis machine. The customer had attempted to resolve the issue but was not successful. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.